Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the reported issue of "scratches on the instrument" was not confirmed by failure analysis. The instrument was fully functional. There was no physical damage and no scratches were found on the shaft. The instrument was recognized by the test system and successfully passed all functional tests. However, additional observations found unrelated to the reported complaint included that the instrument had charring and localized melting on the bipolar yaw pulley near the grip. The instrument passed the electrical continuity test.

Event description:
It was reported that there were scratches on the shaft of the maryland bipolar forceps instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that no fragments fell inside the patient. The reporter did not know whether the issue was identified during the procedure, prior to start of a procedure, or central processing. No arcing was observed during the procedure. The procedure was completed as planned with no patient harm.